Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that the nurse was in process of removing the silastic tubing from pump after mg flush is done, when the top part of the silastic portion tubing fell apart. (During magnesium infusion)

Manufacturer narrative:
The customer returned the sample under related (B)(4). Two samples of item number 2420-0007 was submitted for quality evaluation. Visual examination was conducted and it can be seen that the tubing sets had separated at the upper pumping segment fitting to the silicone tubing. Additionally, the securement collar for the upper pumping segment was not present on the samples submitted. The customer complaint of tubing defective/damaged was not confirmed, however, separation of the tubing was confirmed. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: 2420-0007, batch#: 24095408. It was reported by the customer that the nurse was in process of removing the silastic tubing from pump after mg flush is done, when the top part of the silastic portion tubing fell apart. (During magnesium infusion). Verbatim: the nurse was in process of removing the silastic tubing from pump after mg flush is done, when the top part of the silastic portion tubing fell apart. (During magnesium infusion). Additional info: 1. Did the issue happen during patient use? Yes, if yes, was there any injury? No if so, please describe and include any medical treatment needed as a result? 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 3. Was there any leak? Yes. 4. Total number of occurrences? 1 for this report. 5 in total so far that we know off and had been reported.